Event description:
Healthcare professional reported the event was in the left eye, and the erosion was noticed roughly six months after implant. Device remained implanted and the conjunctiva was revised two months later.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen 45 gel stent patient "had an erosion". Affected side is unknown.